Event description:
Related manufacturer reference number: 2017865-2022-21792. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced on (B)(6) 2022. During examination of the lead prior to the procedure, it was noted that there was high capture threshold on the right ventricular (rv) lead. The physician capped and replaced the rv lead on (B)(6) 2022. The patient was in stable condition throughout.

Manufacturer narrative:
The device was returned for evaluation. The pacemaker was received from the field with battery voltage above elective replacement level. Visual inspection of the header and connector found no anomaly related to the field concern. Additionally, electrical, and mechanical analysis performed under nominal conditions indicated normal functionality. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.